Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple call service 078 alarms that could not be cleared. Customer technical support advised the reporter to use an alternative method of insulin delivery. On (B)(6) 2013, animas was contacted by a health care provider (hcp) who said that the patient was seen in the emergency room for ¿pump failure¿. No additional information could be obtained. According to the original contact, the pump was not able to be used and the patient was on a backup plan prior to the emergency room treatment. This complaint is being reported because the patient experienced an unspecified adverse event that required medical intervention that allegedly occurred after the pump malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use other than multiple call service alarms on the event date. The total daily doses added up and correctly reflected the user¿s programmed basal target. During testing, the pump powered on normally and displayed the verify screen. The pump was not able to prime due to a rewind issue. The pump was opened and moisture corrosion was found on the motor flex.